Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Reportedly, the cause was related to cellulitis. Additionally, it was reported that the customer attempted to deliver the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. Tandem technical support made multiple follow up attempts with the customer, however, no response received.